Event description:
It was reported that a malfunction alarm occurred on the pump, displaying malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if any malfunction code appeared again.